Event description:
Refer to MFR report # 6000030201008208 for info regarding pump explanted on (B)(6) 2010. Following pump replacement surgery on (B)(6) 2010, the pt was told there was an issue with the catheter. The pt saw the hcp on (B)(6) 2010 and chose to have the pump turned off. On (B)(6) 2010, the pt experienced withdrawal symptoms; back pain, body shakes and sweats. The pt believed there was a leak with the catheter. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).